Manufacturer narrative:
Insulin pump received with missing retainer, reservoir tube o-ring missing, scratched case, broken belt clip rails, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had cosmetic damage. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.